Event description:
Consumer reported pen needle broke off in her stomach when she was pulling it out. Consumer went to ER where x-ray was taken and consumer was scheduled to have the needle removed the next day.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.